Event description:
A report was received that the patient was experiencing pain at the pocket site after a revision procedure. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain at the pocket site after a revision procedure. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.